Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" alert. Customer reported to have received excessive low battery alerts. Customer also reported that numbers were scrolling without stopping and also alarming button error. Customer reported that insulin pump was completely frozen and not functioning. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump had intermittent button response due to corroded keypad traces. No button error alarm, ramping numbers or scroll bar moving on its own noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.